Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported intermittent occlusion alarms occurred. The customer went to the emergency room and was subsequently hospitalized on (B)(6) 2024 with a blood glucose level of 310 mg/dl with high ketones that were identified as life threatening. The customer was treat intravenously with fluids of saline and insulin and dextrose drip and potassium and vancomycin. The customer was released from the hospital with issue resolved and no permanent damage on (B)(6) 2024.